Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. A visual and microscopic examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 25mm distal to the distal edge of the proximal markerband and extending distally over the balloon material for approximately 12mm. No issues were noted with the balloon material that could have contributed to the balloon material damage. The rate of burst pressure of this gladiator device is 24 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device.

Event description:
Reportable based on device analysis completed on 09-oct-2019. It was reported that balloon leak was encountered. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon was unable to maintain pressure and was leaking liquid. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.